Manufacturer narrative:
Lab analysis: based on the product analysis performed, the assessments of the complaint codes are: rupture: no observed. Crease / folding of implant: observed. As per the investigation procedure wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b6, d9, h3, h6.

Event description:
Healthcare professional reported a left side "rupture, any creases associated with hole". Device has been explanted and replaced.

Event description:
Healthcare professional later reported "any creases associated with hole." Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, h6.

Event description:
Healthcare professional reported a left side rupture. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.